Event description:
Information received by medtronic indicated that the insulin pump received audio anomaly. Customer reported that the insulin pump was not alarming for high blood glucose. Customer checked the insulin pump and saw that the sensor glucose value was little above 300 mg/dl. Customer was not able to clear the alarm. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.